Event description:
It was reported that the catheter was placed in the patient's right antecubital site by the clinician in radiology in 2007. The patient was taken to CT three days later, where the PICC was power injected at 200 psi / 3 cc per second (this is considered off-label use; product is not labeled for high-pressure injection). Afterwards, the PICC nurse noticed that the catheter had "burst." As a result, the catheter was removed in tact, and an arrow triple lumen catheter was inserted. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.